Event description:
Customer reported the unit will not power on. Batteries have been replaced and a new supply and there is no physical damage to the outside of the alarm. Customer did not provide a date when discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned unit did not confirm the reported issue of no power. The unit was tested for power with new batteries three times at five minute intervals. On the first attempt, unit powered up without any intermittency observed. Voice message and tone sound when they should but sound scratchy. The unit passed all functional tests. However, the unit did not power up during the next two attempts. There is corrosion on the flat contacts and on the battery springs due to battery leakage. Ther is also battery leakage inside battery compartment. (B)(4).